Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture of observed. Lead dislodgement was noted. The lead was explanted and was discarded. A new lead was implanted in a good placement with optimal values achieved. The condition of the patient was stable before and directly after the procedure.